Manufacturer narrative:
The reported event was for a cardiac tamponade. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a premature ventricular contraction (pvc) ablation procedure, a cardiac tamponade occurred. After mapping the pvc in the coronary sinus and left ventricle, a coronary angiogram was completed to assess the location of the coronary arteries prior to ablation. Radiofrequency ablation was applied while monitoring the impedance in the cs. The decision was then made to end the procedure due to difficulty achieving a successful outcome as the pvc focus was more likely epicardial. The patient then became hypotensive and bradycardic. Fluids and medication were given and an intracardiac echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed and a drain was placed which stabilized the patient. The patient was transferred to the ICU for observation. There were no performance issues with any abbott devices.